Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient had an inappropriate shock due to oversensing via a decrease in the intrinsic morphology. Technical services discussed some testing options to check for morphology changes. Later, the entire system was explanted and replaced with a transvenous system. There were no additional adverse patient effects.

Manufacturer narrative:
The electrode was returned in two segments. The electrode was severed approximately 61mm from the terminal end. The returned portions were thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits for both segments. Microscopic inspections of the terminal pin assembly found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observation.

Event description:
It was reported that the patient had an inappropriate shock due to oversensing via a decrease in the intrinsic morphology. Technical services discussed some testing options to check for morphology changes. Later, the entire system was explanted and replaced with a transvenous system. There were no additional adverse patient effects.